Manufacturer narrative:
An event regarding infection ¿ off label involving an unknown stem was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. The clinician also noted, ¿the second revision was to a competitor component, which subsequently was infected. From the available clinical information there is no evidence of implant related factors.¿ not returned.

Event description:
It was reported that the patient had second revision surgery and started limping a few months after having implant surgery. Patient was not having any pain at the time. Patient started having pain which increased. Patient reports that when he stood up he had to wait to make sure he could bear weight. Medical review: ¿on (B)(6) 2013 an incision and drainage of the left hip was performed for a diagnosis of drainage after revision total hip. The operative report describes general anesthesia and the use of the previous incision. Less than 5 ml of murky fluid was noted in the subcutaneous tissues, but a full incision and drainage was performed and a culture and sensitivities was sent. Uncomplicated surgery was described and the patient was discharged to rehab on (B)(6) 2013. The cultures were subsequently noted to be positive for strep and an infectious disease consult was obtained, after which oral and intravenous antibiotics were prescribed for which a PICC line was inserted.¿